Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were no lights on the communicator and the communicator smelled burning. A boston scientific company representative discussed with the patient and opted to replace the entire system. The communicator was deactivated. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory product investigation indicates that the allegation was confirmed. The communicator issue was caused by an electrical overstress (eos) condition. As no further information concerning this product is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there were no lights on the communicator and the communicator smelled burning. A boston scientific company representative discussed with the patient and opted to replace the entire system. The communicator was deactivated. No adverse patient effects were reported.